Event description:
On (B)(6) 2003, the pt was implanted with three gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed endotension. The physician stated that there is pressure in the aneurysm sac however, minimal sac growth has been noted. On (B)(6) 2011, the pt's old grafts were relined with gore excluder aaa endoprostheses threat the endotension. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this log met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of hypothesis is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note additional devices implanted and related to this event: (B)(4).